Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller stated that patient has noticed differences with device since august. Caller stated every time when recharging the ins, they feel warming and slight jolting sensation (like friction as if you were touching something and about to be shocking) at the pocket site. Caller stated patient hasn't had any water damage or anything like that to external equipment and hasn't noticed any error messages on the controller. Caller stated that patient charging regularly and often and doesn't turn stim up past 1.5 ma. Caller stated patient has also noticed ins turning off patient will notice they are in pain and then use controller and see that ins is off. Caller mentioned that patient doesn't typically carry controller with them so that shouldn't be turning the ins off erroneously. Caller also notes that when ins gets to 30% it turns off and when they plug it in, it still shows it has 30% charge. Caller confirmed that patient hasn't had any falls/trauma, medical procedures or change in medication recently.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the cause of the changes with the patient's device was not determined. The patient was advised to call to get and a replacement recharger.

Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the controller would state that it could not locate the device often and when they were recharging the ins, it would get warm and they received itchy jolts of electricity. The patient did not know whether it was the recharger or the ins that got warm while recharging. The patient stated the ins did not really hold a charge and the patient did not keep stimulation above 1.5 and was on 1.5 no matter what. Even when the ins battery was at 30%, the controller would state it could not find the device and displayed a message that stimulation was off. The controller would randomly shut off the stimulation, no matter what the ins battery level was at.